Event description:
New information received notes that during follow-up, post-paced t wave oversensing on the ventricular channel recurred. Patient was asymptomatic. Programming changes were made.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made.